Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use or having hit a hard structure. The barrel insert at the distal end of the device was found detached from the cannula assembly and was returned with the sample. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the damage/bent components contributed to a combination of factors that led to the detachment of the barrel insert on the distal tip of the device. A review of the manufacturing records for this lot found no anomalies. This is the first reported complaint of a detached barrel insert for the subject lot of (B)(4) units manufactured in november of 2017. Based on the available information, the reported problem experienced by the user and the detachment of the barrel insert during the subject product evaluation were due to the damaged components on the distal tip from forces applied to the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: during a right laparoscopic inguinal hernia repair, the surgeon was using the optifix fixation device and the "whole tip broke off." The subject product was returned with a detached barrel insert component. Photos provided show the barrel insert detached inside of the patient. The insert was removed and returned with the subject product. No patient injury was reported.